Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. An appointment date of 2014 (B)(6) was noted.

Event description:
It was reported 3 days prior to this call patient fell landing on the side where the neurostimulator (ins) was implanted and hurt her right side. The patient was having problem reading the programmer screen. The patient thought her ¿ins jolted¿. The patient thought she was at 0.9, now it was at 1.5v but was not feeling anything. It was indicated that patient thought ¿it jumped up¿. The patient had not changed it since her implant. It was indicated that patient was on program 1 and was seeing lightning bolt. It was indicated that the implant site does not seem swollen. The patient¿s appointment was scheduled for june with their health care provider. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID 3889-28, lot# va0d84n, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).